Manufacturer narrative:
Concomitant medical products: erbe electrosurgical generator; cook acrobat 2 calibrated tip wire guide, awg2-35-280. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), physician used a cook fusion omni-tome sphincterotome. The sphincterotome was set up and advanced normally into position. It [the cutting wire] was seen orientating to a 9 o'clock position [incorrect cutting wire orientation]. When the cutting wire was tensed, the tip orientated even further away from the papilla. The problem was resolved with a new fusion omni-tome sphincterotome which worked well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), physician used a cook fusion omni-tome sphincterotome. The sphincterotome was set up and advanced normally into position. It [the cutting wire] was seen orientating to a 9 o'clock position [incorrect cutting wire orientation]. When the cutting wire was tensed, the tip orientated even further away from the papilla. The problem was resolved with a new fusion omni-tome sphincterotome which worked well. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Erbe electrosurgical generator; cook acrobat 2 calibrated tip wire guide, awg2-35-280. Investigation evaluation: an evaluation of the returned device confirmed the report based on twisting observed at the distal end. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that was placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (olympus model number tjf-160v). The catheter exited the endoscope with the cutting wire facing 11 o¿clock. Difficulty was experienced while advancing the tip into the simulated papilla. The device was then bowed and the cutting wire was facing 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was observed at the distal end. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.